Manufacturer narrative:
No pt injury reported. Clinical investigation is ongoing. A gambro technical services (gts) field rep inspected the machine. He performed a simulated run and machine worked properly. He was not able to duplicate the problem. 510(k)# is k001156